Event description:
Additional information was received from an hcp on 2016-09-14. It was reported that the patient's pump was replaced on (B)(6) 2016 per the hcp and patient. It was indicated that the pump was replaced due to the pump running dry.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving fentanyl (50 mcg/ml, 13.98 3 mcg/day), dilaudid (30 mg/ml, 8.390 mg/day), and marcaine (0.9 units/ml, 0.25169 units/day) via an implantable pump for non-malignant pain and other. The current volume on the programmer was 11.1 ml, but apparently the patient thought the pump volume should be c loser to the alarm volume; however, it was not clear why the patient thought the volume should be less. The patient was in for a refill on (B)(6) 2016, but the pump had not been accessed yet, so the actual volume was not yet known. The patient experienced a sudden increase in breakthrough pain in the last few weeks. Additional information received from a consumer requested another manufacturer representative to check the infusion system. The patient experienced increased pain and was wondering if the medicine was "clogging" the catheter. The healthcare provider (hcp) reportedly contacted the manufacturer representative and they were not available on such short notice. The consumer stated that they wanted to get this done urgently because they were leaving on vacation, but states they may have to wait to have the system checked until they got back on (B)(6) 2016. Additional information received from the hcp on 08-jul-2016 indicated the patient was in the clinic and they would like to have someone come in and discuss troubleshooting options with the patient. The hcp stated the patient reported not getting the same therapeutic relief as before. The change in therapy/symptoms was reported as sudden. The event reportedly started in the "last couple of weeks." Additional information received from a manufacturer representative indicated a "potential catheter revision" would occur on (B)(6) 2016 for a suspected pump or catheter issue. The manufacturer representative requested the catheter dye study and roller study procedures. Information received from the consumer on 30-aug-2016 indicated the catheter was the issue; test showed the drug stopped at the catheter. The catheter and pump were both replaced on (B)(6) 2016. The pump was reportedly less than a year old.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.